Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction which occurred six days after the sensor had been inserted in the arm. On (B)(6) 2025 the patient developed itching, burning, a rash, redness, pimples, and a scar under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.